Event description:
It was reported that the right ventricular (rv) lead is exhibiting noise on non-sustained tachycardia (nst) episodes. The noise starts and stops abruptly and is present on both the atrial and ventricular channels; it does not appear consistent with noise due to a lead fracture, plus the pace/sense impedance, r wave sensing, and capture threshold are normal. It was later reported that there is an abandoned lead that may be causing interference with the active rv lead. Further analysis was suggested and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).